Event description:
It was reported the programmer screen froze and became pixelated when trying to update software on it. It also did this with interrogation of a patient during a session and required another programmer to continue the programming (emergency reprogramming). The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).